Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic lobectomy, a vessel bled halfway through the procedure, and the surgeon needed to occlude it. The clip applier intended for use did not load properly, the first clip came loose, and a clip remained stuck in the jaws, rendering the device non-functional. The surgeon requested another clip applier to resolve the issue and complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the returned video "(B)(4)" noted one 176657 where the jaws were open. A partially formed clip was removed from the jaws of the instrument. The user pulled another clip forward from the distal end of the shaft. The handle was actuated and did not advance the clip. Further in video "(B)(4)", one 176657 could be seen. The jaws were open. A partially formed clip was removed from the jaws of the instrument. The user pulled another clip forward from the distal end of the shaft. The handle was actuated and did not advance the clip. It was reported that the clips did not load properly. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.